Manufacturer narrative:
The customer was provided reinstruction on use & care of the device. The joystick was reprogrammed to reduce response sensitivity.

Event description:
New user struck joystick and ran unit into furniture. She fell from the unit & struck the arm of a chair.